Event description:
Repair center: alleged low o2/yellow light and key is the manifold valve was sticking. Additional malfunctions are the zip ties and hose clamps were replaced and the inlet filter, cabinet filter, and filter access door were missing.